Event description:
The device was used during an unknown procedure. After the third firing, the approximating lever was raised, but the jaw would not open. Used another device to finish the procedure. No pt injury was reported.